Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of material on the stylet was confirmed and appears to be manufacturing related. Two photographs of the implicated coiled stylet inlaid within the catheter were returned for evaluation of this complaint. A section of the stylet had been retracted through the septum of the t-lock assembly. The retracted section of the stylet contained a white slightly translucent material that was seen flaking off of the stylet. The characteristics of the material appeared consistent with flaking of the hydrophilic coating on the stylet. It is unknown if the distal section of the stylet, which had not been pulled through the septum, contained similar characteristics or not. The reported issue likely occurred due to poor adhesion of the coating and is likely related to the manufacturing process. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. Other potential contributing factors could include retraction of the stylet through the t-lock assembly and inadequate hydration of the stylet. The IFU states, ¿slowly remove the t-lock and stylet, as a unit. Do not remove stylet through t-lock. Caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ h3 other text : evaluation findings are in section h.11

Event description:
It was reported that it was difficult to remove the stylet. Floccule was observed on the stylet upon removal. It was reported this occurred with five devices. This report addresses the first device.

Event description:
It was reported that it was difficult to remove the stylet. Floccule was observed on the stylet upon removal. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of material on the stylet was confirmed but the exact cause remains unknown. One 4 fr sl powerpicc t-lock assembly with stylet and one additional stylet t-lock assembly were returned for evaluation. Two photographs of the implicated coiled stylet inlaid within the catheter were also returned for evaluation of this complaint. A section of the stylet had been retracted through the septum of the t-lock assembly. The retracted section of the stylet contained a white slightly translucent material that was seen flaking off of the stylet. The condition of the sample shown in the images contained similar characteristics as the returned physical samples. The open kit packaging indicated lot: regp4535. The stylets were inspected and visible material residues were noted in the proximal section of the stylet near the black tabs. The stylet was removed from the catheter in order to inspect the entire lengths. The similar residues were found distributed throughout the complete lengths of both stylets. Microscopic inspections of the residues revealed it to be a solid, opaque material. The material appeared to be the hydrophilic coating applied to the stylets during the manufacturing application process. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Based on the information provided, possible contributing factors include use of non-bd components, retraction of the stylet against resistance and exposure to unknown environmental factors. Since residues were noted to be present on the stylet, the complaint is confirmed; however, the exact factors resulting the event remain unknown at this time. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp4535 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult to remove the stylet. Floccule was observed on the stylet upon removal. It was reported this occurred with five devices. This report addresses the first device.